Event description:
Airlife airway adaptor from vent tubing to trachea (trach) unable to pass suction catheter. Device removed and found to not have opening to allow catheter to pass. When replacing, found that other adaptors (different lot number) also seemed to not be able to pass suction catheter. Devices kept along with packaging and sent to materials for further investigation. Reference report: mw5163739.